Event description:
It was reported to philips that the live monitor was not switching on. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that system did not start up. Review of the system log file confirmed the malfunctioning in flex vision pc and found the host pc was not able to connect with flex vision pc. Upon troubleshooting, fse reinstalled the operating system for the flexvision pc, along with the application and frame grabber software, and subsequently performed a cold restart of the system; however, the problem continued to occur. Fse also replaced the network cables that connected the flexvision pc to the network switch; however, the issue persisted. To resolve the issue, fse replaced flexvision pc, application software was reloaded and configured. The defective flex vision pc was returned to philips for analysis and found the failed component was gpu. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.